Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pacemaker exhibited high capture threshold on the atrial and right ventricular channels. The pacemaker system was explanted and replaced on (B)(6)2020. Related manufacturer reference number: 2017865-2020-04236, 2017865-2020-04237.

Manufacturer narrative:
The reported event of inadequate capture threshold could not be confirmed in the laboratory. Analysis was normal. No anomalies were found.